Event description:
Caller reported an error with their continuous glucose monitor displaying cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the error did not occur again, and the caller successfully initiated their sensor session.